Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within a few weeks of implant, the right ventricular (rv) lead exhibited a loss of capture and was found to have dislodged. The physician attempted to reposition the lead, but was unable to gain appropriate positioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.